Event description:
Integra received a copy of (B)(4) maude event report, date of event (B)(6) 2011, from a distributor. It has been sent to the distributor by (B)(4). The report stated that: the surgeon attempt(ed) to place a cervical plate model# 03-10-0352 with lot #w6281 and was using screws model 03-12-4513 (unk lot#) in the pt. The surgeon was placing a revision screw on the upper right corner hole and thought the screws were nonangulated correctly. He was unable to remove the screw by usual means, as it had stripped and had to drill out the screw. A new plate and screw set was placed into the pt and there was no ill outcome to the pt.

Manufacturer narrative:
A review of the device history records showed no anomalies. Root cause analysis of the event is not possible as the complaint sample parts were not returned for eval. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.